Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. The root cause of the generated alarms for low o2 concentration was found to be a leakage in the oxygen tube connection to the ventilator. The connection was fixed and the ventilator was cleared for clinical use. No ventilator parts were replaced and no logs were provided. There was no ventilator malfunction.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).